Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results and gathered information, the component analysis of the foreign material detected organic silicone components. These components are believed to originate from chemicals such as antifoaming agents, although this could not be confirmed. There was no damage to the area where the foreign material was found. The remaining foreign material is an accumulation of chemical residues that could not be completely removed during reprocessing. It was unclear whether any deviations occurred during reprocessing according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter attached inside the nozzle. There were no reports of patient involvement.